Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 19527382/19623979, UDI: (B)(4).

Event description:
It was reported that the patient experienced a discomfort at the implantable pulse generator (ipg) site, had tingling knee sensation, and legs became numb frequently. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.